Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified surgical procedure, the mayfield modified skull clamp (a1059) lock was not keeping the rocker arm in locked position in a stable and credible way during surgery; the surgeon needed to correct the lock wheel position during the procedure. Additional information received indicates that the or staff corrected the mayfield lock position during surgery 1-2 times mainly at the craniotomy phase big forces and vibrations. The lock position correction took 2-3 minutes maximum. No patient injury was reported.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: failure analysis - - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The lock was completely loose. The skull clamps lock is an old model, its index knob and the swivel must be replaced. Along with the base. The rocker arm was damaged by the loose screw from the swivel and the plunger assembly was bent. All damaged parts were replaced, and the unit assembled, and marked with the instance no. (B)(4). A function test has been performed. Root cause -probable root cause is rough handling and age related wear of the unit. This unit is beyond integra¿s 7 years recommended life cycle (manufactured 2008). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.